Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/blood clots"), nausea ("nausea"), vomiting ("persistent vomiting"), dizziness ("dizziness"), pyrexia ("fever") and infection ("infection"). The patient was treated with surgery (salpingectomy bilateral). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, vomiting, dizziness, pyrexia and infection had resolved and the nausea outcome was unknown. The reporter considered abdominal pain, dizziness, dysmenorrhoea, infection, menorrhagia, nausea, pelvic pain, pyrexia and vomiting to be related to essure. The reporter commented: patient received treatment for: pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Previously reported event "injury" was updated to "pelvic pain", events- "abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding)/blood clots, nausea, persistent vomiting, dizziness, fever and infections", reporter information, lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.